Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a pump system being used to deliver morphine (unknown) at a concentration of 10 milligrams per milliliter (mg/ml) at a dose of 0.801 mg per day. The indications for use were non-malignant pain and failed back surgery syndrome. The patient missed a refill of the pump and the low reservoir alarm occurred on (B)(6) 2015. The pump was refilled on (B)(6) 2015 and the doctor was going to refill the pump with saline (1 mg/ml) and infuse the drug in the pump tubing and catheter at the same flow rate of 0.0801 ml per day. The logs were checked. There were no alarms other than the low reservoir alarm, which was expected. No symptoms were reported. A supplemental report will be submitted if additional information becomes available.